Event description:
Treatment of a non-ruptured aneurysm located in the left ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline could not be released from the capture coil despite pushing and turning the pushwire clockwise. The pipeline was removed from the patient. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pipeline, marksman, pushwire were all returned for evaluation. The evaluation could not determine the cause of the event as the pipeline was found fully opened and released from the capture coil; however, the capture coil and braid were found damaged and may have contributed to the reported issue. (B)(4).